Event description:
Per the returned paperwork, the pt's device was explanted late 2008, due to "no sound with this ci". The pt was reimplanted with a new device during the same surgery. Additional info has been requested.